Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted during testing. No damage on the lcd isolation tape noted during testing. The insulin pump passed unexpected restart error test and displacement test. The insulin pump had compromised force sensor system alarm at 4.0 lbs during prime test due to force sensor resistor damage by moisture. The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted during testing. Traces of corrosion were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and scratched lcd window.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a button error alarm. The customer reported that he received an unexpected restart alarm after clearing the button error alarm. The customer also reported that the insulin pump had a blank display. The customer reported that the insulin pump might have been exposed to water. The customer's blood glucose was 424 mg/dl at the time of incident. The customer stated that the insulin pump turned back on after putting into rest. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.